Event description:
Clinic notes were received for review reporting a patient was having increased seizures during the time periods of (B)(6) 2011. Clinic visit on (B)(6) 2011, the patient had back to back seizures that were aborted with their magnet. Unknown if over prevns seizure rate since back to back seizures. It was noted at their clinic visit on (B)(6) 2011 that since the implantation of the vagal nerve device her seizures are slowly and slowly decreasing. She was last seen in clinic on (B)(6) 2011. In the last eight days the patient had one fairly prolonged seizure on (B)(6) 2011 according to her husband that lasted for 17 minutes and this is the reason was seen for evaluation as they did not have time to bring her earlier. She has intractable partial epilepsy with recent relapse manifested by probably prolonged frontal lobe seizure, the possibility of non-epileptic seizures cannot be excluded. Unknown if this is a change in seizure type for the patient. Clinic visit on (B)(6) 2011, it was reported that the patient's husband called in a panic manner stating that his wife had several seizures and she was not coming out of the seizures and so they told him to come in right away. However, by the time the patient came to clinic, she was back to her baseline neurological status. It is unknown how many seizures she had as they were in a cluster and the patient did not bring her seizure calendar to clinic. At this visit, her output current was 3ma and raised to 3.25ma. It is unknown if this is a new seizure type for the patient.

Event description:
Additional information was received reporting that the patient's vns following md does not believe that any change or increase in seizure pattern was related to vns because he thinks the patient was taking recreational drugs during that time.